Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced metrorrhagia ("metrorrhagia") and arthralgia ("joint pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, metrorrhagia and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, metrorrhagia and pelvic pain with essure. Diagnostic results: allergy test was positive +++ to nickel. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain ("pain"). In (B)(6) , the patient experienced metrorrhagia ("metrorrhagia") and arthralgia ("joint pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esusre removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, metrorrhagia and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, metrorrhagia and pelvic pain with essure. Diagnostic results: allergy test was positive to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.